Event description:
This is one of many reports received from japan in which a product mislabel was identifed. The patient underwent cataract extraction with phacoemulsification and use of healon without optical iridectomy to implant ceeon lens labeled 745a/18.0(d) into the left eye in 1999. Two to three days postop, acuity was + 1 and the patient complained of abnormal vision. The lens was actually 812a/21.5(d) and incorrectly labeled. As of 6/24/99, the patient had not complained of any further problems. The patient did not have any pre-existing ocular problems. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was initiated immediately. Also, as a precautionary measure, 5 other lots that were mfg the same day, were also recalled. The distribution of these lots was limited to japan.